Event description:
The patient underwent an l3-l4 laminectomy in 2009. The product was implanted along with a medtronic hardware device. Two days later, it was reported the patient had an epidural hematoma and a procedure was completed to relieve pressure. There was cervical stenosis. The next day, an epidural abcess was cleaned at the original surgery site. A culture was positive for propion bacterium acnes. Patient status: permanent disability (paralysis).

Manufacturer narrative:
Physician review stated that this reported event is not related to the product. DHR review indicates product met all applicable specifications.